Event description:
--

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A microscopic visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) and shock channels, exhibited by this transvenous defibrillation lead. The noise on the rv channel was oversensed and resulted in up to four beats of pacing inhibition and diverted episodes. It was noted that the patient had an intrinsic rhythm; however, the pacing inhibition temporarily prevented bi-ventricular therapy. Additionally, the left ventricular (lv) lead exhibited, high pacing thresholds and possible loss of sensing. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was provided that an x-ray was performed which confirmed the lv lead was in position, and continued to capture the lv. The lv output was increased to provide a 1 volt safety margin. There were no changes to the device or lead to address the noise on the rv and shock channels. It was noted that the patient would be seen again in one week, and the leads and connections would be re-evaluated during the device replacement in the future. Additional information was provided that the device was later explanted for normal battery depletion and was returned for analysis.